Event description:
During service unit shut off by itself with no alarm. During further testing: upon boot up, the vent stent with an intermittent or distorted inop alarm and attempted to boot up again. Replaced power board, due to capacitor c128 and c129, to correct the failure mode.